Manufacturer narrative:
(B)(4). One accumax 200 laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. There was a shadow blocking 50% of the fiber face within the sub miniature-a (sma) connector, this indicated that there was a debris on the fiber face which was consistent with blast shield damage. As a result, effective transmission was measured 29.7%. Functional analysis revealed that the attach laser fiber message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The most probable root cause for this complaint event is caused by other device as it is likely there was an issue with the complainant console that led to the connection issue, since the fiber connected without issue during analysis. A search of the complaint database revealed that no similar complaints exist for the specified lot. Complaints towards this lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a laser procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, there was no energy coming out from the fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber face was compromised. Please refer to block h10 for full investigation details.